Event description:
The following has been reported: biomed reported: "serial number (B)(6). Still sticking/malfunctioning sent to depot opened up pump deep cleaned replaced lip seals placed pump in bring up mode and sent to the test line passed all stations of the test line front housing final acceptance provisioned pump to 08 server sent to heratherm loaded into heratherm @ 16:43 (B)(6) 2025 pump taken out of heratherm @ 04:43 (B)(6) 2025 failed heratherm - was not programmed correctly waiting for unit to go into heratherm loaded into heratherm @16:23 and (B)(6) 2025 passed heratherm pulled at 04:23am (B)(6) 2025 24 hour dwell - complete lvp burn-in test - pass accuracy test - pass electrical safety test - pass provision pump to mayo server return to service work order type corrective maintenance order description note states "latch clicks when opened and closed" problem cause equipment failure problem cause equipment failure resolution code replaced part resolution detail deep cleaned mechanisms a preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.

Event description:
No device was returned for evaluation. The customer was able to clean pin and run successful test infusion. Therefore, the pump was returned to customer use. An internal investigation was opened to investigate the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.